Event description:
It was reported that during a difficult initial left ventricular lead implant procedure, it was difficult to pull the stylet out of the lead. The hub fell off the stylet and would not come out of the lead. The style was pulled out as far as it would and cut. Part of the style was left inside the lead and the lead remained implanted. All electrical measurements were within normal limits. The patient was in stable condition post operation.